Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11th dec 2025, it was reported by an arthrex employee via email that for ar-1322bcnf lot/serial no 15394127 sutures pulled out of anchor during use. This was detected during use a right acetabulum surgical fixation kiv right greater trochanter osteotomy; left ankle relooks debridement kiv conversion to circular fixation procedure on (B)(6) 2025. The procedure was completed successfully with another anchor, and no piece break off inside patient.